Event description:
It was reported the patient was not feeling stimulation. The patient reportedly felt stimulation when she left the hospital. It was stated that the patient's stimulation sensation was "coming and going" and she felt "strong" stimulation "sometimes" and no stimulation at other times. It was noted that the patient turned up the stimulation on her device and did not feel it. It was confirmed that the stimulation was turned on. It was stated that the patient had not received any symptom relief from the device "yet." The patient was redirected to their healthcare provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3889-28 lot# va05mk4, implanted: 2013 (B)(6), product type lead product ID; 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).